Manufacturer narrative:
(B)(4). It was reported during follow up that antibiotic therapy was discontinued on an unreported date. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient's effluent was clear and they had recovered from the peritonitis. Antibiotic treatment remained ongoing for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection cefazolin (1 gm; route, frequency, and duration not reported) and intraperitoneal ceftazidime (1 gm in 2000 ml pd fluid bag, eight hour nightly dwell for 12 days) for peritonitis. Therapy remained ongoing. At the time of this report the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.